Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventrio on (B)(6) 2012. As reported, the patient is making a claim for an adverse patient outcome against the ventrio. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Attorney also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2012 - patient was diagnosed with incarcerated ventral hernia thereby underwent open repair with implant of ventrio mesh (device 1). Per op notes, ¿an incision was made in the midline. A large hernia was identified at the umbilical area. The hernia sac was identified and reduced. Dense adhesions between omentum and hernia sac were taken down. The hernia sac was then excised. A large piece of ventralex mesh (device 1) was placed in the defect preperitoneally and secured with sutures.¿ (B)(6) 2016 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair with excision of ventrio mesh (device 1) and implant of ventralex mesh (device 2). Per op notes, ¿a recurrent ventral hernia was located at the midline of the abdomen. An incision was made in the midline from just below the xiphoid to just below the umbilicus. The hernia sac was identified and contained omentum as well as the previous hernia mesh and several loops of small bowel. The mesh was adherent to the omentum. The mesh was dissected free and then removed. The hernia had recurred inferior to the mesh. A large ventralex mesh (device 2) was placed into the defect and secured with tacks. The hernia sac was excised.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-apr-2012) is considered to be the best estimate. Updated fields: a2, b2 (outcomes attributed to adv ev), b3, b4, b5, b7, d4 (product catalog no., corporate lot no., UDI no., expiry date)d.6b (date of explant), g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventrio on (B)(6) 2012. As reported, the patient is making a claim for an adverse patient outcome against the ventrio. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Attorney also alleged that the patient experienced emotional distress and the device was defective.